Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings above 350 mg/dl, including a fingerstick of 390 mg/dl, associated with an infusion set connection that was not properly attached to the ilet pump; the user rewound the pump, confirmed drops during priming, reconnected, and later administered a manual insulin injection while remaining connected to the pump. Symptoms included elevated blood glucose. Outcomes included the need for user intervention and monitoring without hospitalization. Investigation included troubleshooting and education regarding infusion set connection and pump use. Investigation of this case revealed an infusion set deployment or connector attachment issue leading to insufficient insulin delivery until correction. It was concluded that user setup error related to the infusion set connection was the most likely cause of the hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.